Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The father of a patient reports while activating a pod the needle did not deploy. The sons reported blood glucose level was 240 mg/dl and the pod was not worn. The patient was able to apply a new pod.